Manufacturer narrative:
Results: bent release crossbar on the breakaway head section.

Event description:
It was reported by service report that the breakaway headsection will not stay up. No pt involvement or adverse consequences are reported.